Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and post laminectomy pain. It was reported that the recharger was not connecting to the ins. The controller was locking up and giving the patient weird error messages. The patient attempted to take the battery out of the charger, but it was giving a software problem, call the manufacturer message. It also said "cannot find device". The patient called patient services and said that the charger was not charging the implant. When the patient puts the recharger on the implant, it says no device found and then there was several screens the patient never got before. One screen said she had to wait 10 minutes and the other showed 3 numbers. The patient said the issue started on thanksgiving and it seemed to take longer to charge the implant than other times. The patient said on the friday prior to the report, the patient noticed it was getting very warm where the cord and paddle connect. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the white arrow on the connector was partially gone and the rtm would not find the ins even when tried with 2 different controllers and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.